Event description:
It was reported that the patient is implanted with a single chamber implantable cardioverter defibrillator (ICD) and the right ventricular (rv) lead shock impedance has increased to over 130 ohms in triad configuration since implant. At implant the shock impedance was high at implant at 100 ohms. Boston scientific technical services (ts) was consulted to help determine further troubleshooting steps. The rv lead remains in service and no adverse patient effects were reported. Additional information was received that ts reviewed the data and noted the shock impedance is now consistently above 125 ohms. Ts recommended changing the programmed limit to 150 ohms and all other lead parameters appeared stable and in range. Ts also suggested performing a commanded shock to test the integrity of the system. The ICD remains in service and no adverse patient effects were reported.